Event description:
User experienced leak coming from inside the analyzer and onto the floor. Patient samples were not affected. Operator was not harmed. The field service representative determined the leak was from the waste pump and replaced it. Performance tests were performed.